Manufacturer narrative:
Clinical investigation:a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an inguinal hernia, characterized by abdominal pain, which warranted hospitalization and surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction is associated to the events. The liberty select cycler cannot be excluded from having a possible casual and/or contributory role in the exacerbation of the patient¿s inguinal hernia. It is unknown if the patient¿s inguinal hernia was present prior to the initiation of pd for rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2020 and underwent surgical repair of an inguinal hernia. Initially the patient's contact call fresenius with technical use questions on the cycler, related to unspecified medical issues. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized and was diagnosed with an inguinal hernia, characterized by abdominal pain. While hospitalized the patient successfully underwent the surgical repair of the inguinal hernia. Per the pdrn, the patient¿s medical history includes previous hernias (specifics not provided), however any medical intervention(s) was provided prior to the patient beginning pd for rrt. However, given the patient¿s history, the pdrn cannot determine if this particular inguinal hernia was present prior to beginning pd therapy or not. The patient¿s fill volumes were reduced from 2400 ml to 500 ml post-surgery (duration not provided), and he continued to undergo pd therapy while hospitalized without issue. The patient was discharged on (B)(6) 2020 in stable condition and is recovering from the events. Per the pdrn, the patient resumed utilizing the same liberty select cycler as before the events.